Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A csi peripheral orbital atherectomy device (oad) was selected for treatment of a long, chronic total occlusion (cto) with moderate calcium in the superficial femoral artery (sfa). Prior to the procedure, the patient had 3 vessel runoff. The lesion was crossed with moderate effort and treated with the oad. After the procedure, thrombus was observed within the lesion and no flow occurred due to the thrombus. The patient was transferred to surgery.